Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow and down arrow keypad buttons required multiple button presses to elicit a response. It was noted that the keypad symbols were worn. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up, down, and ok keypad buttons were intermittently responsive and the contrast button was unresponsive. During investigation, evidence of contamination was found under all key contacts.